Manufacturer narrative:
(B)(4). This report is being filed on an international product (architect total psa, list 7k70) that has a similar product distributed in the us (architect total psa, list 6c06). Using architect total psa reagent list 7k70-25 lot 91572lf00 and an approved in-house lot of calibrators and controls, performance testing was conducted. Fifteen replicates each of two different concentrations of in-house serum based samples were used for testing. These samples were used to assess the reagent performance at the upper and lower range of the assay. An approved lot of in-house calibrators and controls were used to assess the validity and acceptance of the calibration. Results obtained were within expected values and passing acceptance criteria. Testing confirmed that architect total psa list 7k70-25 lot 91572lf00 is performing acceptably. In addition, testing data generated prior to approval of this reagent lot and the manufacturing records were reviewed. No issues were identified and the kit release specifications were met. Manufacturing records were also reviewed and no issues were identified. A review of complaint report records was performed. There is no adverse trend for this product. Based on the investigation, it was determined that architect total psa reagent list 7k70-25 lot 91572lf00 is performing acceptably. No product deficiency for the architect total psa assay was identified.

Event description:
The customer stated that an architect total psa result of 141 ng/ml was reported for a (B)(6) year old male patient. A biopsy was performed and no tumor was observed. The customer suspects the total psa result to be falsely elevated. No patient injury was reported.